Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have a damaged battery. No additional information is available.

Manufacturer narrative:
(B)(4) the device was serviced by a service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of fractured/deformed battery is unknown. The battery was replaced to correct the condition. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.